Event description:
Reporter stated the insulin delivery of the infusion device is too low when the cartridge volume reaches 40-50 units. The customer has experienced hyperglycemia of up to 18.0 mmol/l and has been capable of self-treatment. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).